Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent surgical intervention to have their ipg replaced. While in surgery, the physician had a difficult time removing the paddle lead from the patient's ipg. The lead was damaged while trying to remove the ipg. Because the physician was not a surgeon, he elected to explant the ipg but left the leads in place.